Event description:
Additional information indicated there was no medical intervention required during or after this event.

Manufacturer narrative:
Additional information b5, h6 and h10. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147.no causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product sample was received; therefore, visual, and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Information was received indicating that during use of this smiths medical cadd legacy 1 pump, the pump stopped working and exhibited blanked screen. It reported that the patient changed the pump battery which did not help and estimates 45ml of veletri left in the cassette. The patient switched to another pump. Reported that the patient experienced feeling hot, flustered, uncomfortable, red all over. No additional adverse effects reported.